Manufacturer narrative:
The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An office manager reported during a survey related to rate of required patient enhancement post aberrometer assisted cataract procedure had increased to five percent. No additional information is available.

Manufacturer narrative:
. There are two systems reported for this customer and both were examined. The field service engineer, (fse) did not indicate finding any issues that would be associated with the reported ¿increased enhancement rate after utilizing the system.¿ however, the fse performed cleanings of the aberrometers and verified that the systems met specifications. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Without additional, related information the reported issue was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).